Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the tulip head was confirmed to have separated from the screw shank. There were significant markings on the tulip head indicative of extraction using a gripping mechanism, such as a pair of pliers. The screw hex and head base was found damaged. The polyaxial screwdriver connects to the polyaxial screw, if the sleeve of the screwdriver is not threaded into the tulip head, this would allow for stripping of the polyaxial hex head, requiring gripping of the tulip head, which may cause the tulip head to separate from the screw head. Conclusion: the probable cause was the use of an instrument other than the polyaxial screwdriver (as instructed in the surgical technique) to remove the polyaxial screw as evidenced by the damage to the surface of the tulip.

Event description:
It was reported that oasys revision was performed, c7 screw head broke off.

Event description:
It was reported that oasys revision was performed, c7 screw head broke off.